Manufacturer narrative:
The resident was being transferred from their wheelchair to the bed when the resident's leg struck the extension attachment under the rail on the seat deck, resulting in a skin tear on the front of the resident's right leg. According to the provided image, the part is installed correctly. Our team's evaluation suggests that the bed was not lowered properly before transferring the patient. According to the instructions provided by the user manuals, a 90-degree entry/exit angle is recommended to avoid such occurrences. We have sold beds with this accessory for the past 12 years and have never had any injuries caused by this accessory.

Event description:
A resident was transferring from their wheelchair to the bed when the residents leg hit the backplate seat deck. Resulting in a skin tear to the front of the resident's right leg.